Event description:
It was reported that during one mca occlusion procedure, guidewire(subject device) fractured at distal end inside the microcatheter at cavernous sinus segment of ica. The operator took the guidewire(subject device) out with negative pressure. There was 30 mins surgical delay due to the reported event. The physician replaced the subject device with a new device and continued the procedure without clinical consequences to the patient either due to the reported event or due to the surgical delay.

Manufacturer narrative:
Due to the automated (manufacturing execution system) mes system there are controls in the manufacturing process to ensure the product met specifications upon release. The device was returned and the lot number was confirmed with the packaging returned with the device. During visual inspection, an attempt was made to shape the distal tip. He guidewire was noted to be kinked/bent at 60cm, 87cm, 134cm, 163.6cm, and 177.5cm. The device was found broken in 2 segments (14.5cm distal segment and 185.3cm proximal segment). In the proximal segment 185.3cm the core wire was exposed. In the distal segment 14.5cm the core wire was exposed. The distal segment was broken/fractured 14cm from the distal tip. The core wire distal end was observed through the distal tip dome. The hydrophilic coating was hydrated and there were no anomalies noted. A functional inspection could not be performed as the device was damaged. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint was confirmed based on analysis. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. Additional information provided by the customer indicated that the device was confirmed to be in good condition during preparation/prior to use on the patient and was prepared as per the dfu, continuous flush was set up and maintained throughout the clinical procedure, the patient's anatomy was not tortuous, a pro 18 microcatheter was used with subject device, the issue occurred in the cavernous sinus segment of ica, and the guidewire tip was j-shaped. Both the nitinol hypotube and core wire were noted to be fractured. The guidewire was also noted to be kinked/bent at 60cm, 87cm, 134cm, 163.6cm, 177.5cm from the proximal end. Based on analysis, it is possible that the guidewire may have encountered some tension or torsion forces during use that caused the device to kink and fracture while navigating inside the catheter. An assignable cause of procedural factors will be assigned to the reported event and analyzed damage of the guidewire broken/fractured during use as well as the as analyzed damage to the guidewire kinked/bent since these issues are associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu but performance was limited due to procedural and/or anatomical factors during use.

Event description:
It was reported that during one mca occlusion procedure, guidewire(subject device) fractured at distal end inside the microcatheter at cavernous sinus segment of ica. The operator took the guidewire(subject device) out with negative pressure. There was 30 mins surgical delay due to the reported event. The physician replaced the subject device with a new device and continued the procedure without clinical consequences to the patient either due to the reported event or due to the surgical delay.